Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It is unknown if the patient required hospitalization. On an unreported date, the patient began treatment with vancomycin injection (1.5 gm, frequency and duration not reported), ceftazidime (1 gm, route, frequency and duration not reported) and tobacin (40 mg, route, duration and frequency not reported) for peritonitis. The cause of the peritonitis was unknown. Action taken with dianeal therapy was not reported. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.